Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device's helix was sprung. The device was not used, and a new one was implanted. The patient was stable.